Event description:
During a review of a journal article entitled "comparative study between clipless laparoscopic cholecystectomy by harmonic scalpel versus conventional method: a prospective randomized study", the article references: "the rate of pulmonary and port site infection was higher in tradition group than hs [harmonic scalpel] group, but it did not reach statistical significance." The article does not state what was done about the infection.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. : information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.